Event description:
It was reported that the 6800 system locked up during a case. The reset button had to be pressed and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The printer was replaced during the service call. The system was tested and found to be working as intended and put back into service.